Manufacturer narrative:
The issue is a reportable adverse event in the u.s. Due to patient data mismatch, which has a potential to become patient mix-up, without any contribution of the siemens syngo.plaza product. (B)(6).

Event description:
The customer discovered a mismatch in the syngo.plaza patient browser for a certain patient between the study description and the related thumbnails. This was noticed on time; therefore no actual patient mix-up occurred. The root cause of the patient mismatch was the microsoft cluster starting application processes on two syngo.plaza systems simultaneously. After resending the affected study, the issue could be solved by the siemens hc customer service.